Event description:
The hospital noted a high pressure drop at the beginning of the procedure. The perfusionist stated he did not feel it was related to the device. Nevertheless, the unit was changed out with no affect to the patient.